Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the metal liner was either never seated or it somehow came loose and rotated. The liner slipped out of the shell when it was exposed. There was a lot of black tissue discovered.